Event description:
It was reported that a spectrum infusion pump had a false upstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed (through the history log) but did not reproduce the false upstream occlusion. A specific cause could not be determined regarding the reported symptom, the unit passed all occlusion testing. The unit was calibrated to ensure proper occlusion detection.